Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
T was reported that the pump calculated the incorrect insulin amount for a bolus. Customer confirmed with tandem technical support that the pump was calculating the correct amount of insulin and customer was inputting the incorrect amount of grams of carbohydrates. The customer's blood glucose (bg) level was 100 mg/dl.